Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Section e: initial reporter ext 134. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old female patient underwent revision breast reconstruction surgery with 750cc mentor memorygel breast implant on the right side, and with 700cc mentor memorygel breast implant on the left side and experienced right side breast pain and left side breast implant rupture postoperatively; diagnosed in the office. It was reported that the right implant was moving laterally and capsule needed to be revised for that reason, not for contracture. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral replacement surgery with serial number (B)(6) on the left side, and with serial number (B)(6) on the right side on (B)(6) 2024, this medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2024, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2024, photo and device evaluation was completed as follows: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 700cc breast implant was found to have a tear at the junction between the shell and patch, also the patch was received separately from the device. In addition, a previous photo was received showing that the device was ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur after implantation but is more likely to occur the more prolonged the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).